Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: this is the 1st complaint for lot # 8290609 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that syringe started leaking during flush with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was treated for upper gastrointestinal bleeding, and when he was given a flush to seal the tube on november 4, 2019, nurse found that the flush was leaking, so he immediately stopped using it, replaced with a new flush, and sealed the tube successfully.